Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 112 mg/dl. During troubleshooting with tandem technical support, customer was able to interact with the touchscreen. Reportedly, the customer continued to use the pump for insulin therapy.